Manufacturer narrative:
H10: this case was found to be a duplicated our internal reference case-(B)(4) which was reported under report number: 1020279-2024-01499. Therefore, this case will be closed as a duplicate.

Event description:
It was reported that, during tka surgery, with a visionaire adaptive guide kit journey ii in which an alignment for a 11mm poly was planned, it was noted that the patient was still hyper with such a large poly, and the knee was extremely loose after cuts and during trialing. Due to this, the surgeon needed to use a 21 mm poly. The alignment was planned for a 11mm poly, did not prepare it to put in a 21mm poly. The procedure was resumed, after a delay of about 30 min, waiting for the proper s+n instruments and equipment to complete the surgery. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).